Event description:
It was reported that the patient presented to the emergency room with bradycardia. Upon review, the pacemaker could not be interrogated. Premature battery depletion and no low voltage output was suspected. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of premature discharge of battery, no pacing output and inability to interrogate were confirmed. The device was received with no output and no telemetry. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found below end-of-service level. Hybrid circuitry was tested, indicating elevated current drain, consistent with moisture damage, depleting the battery prematurely, and resulting in the reported event. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Explant date corrected on field d6b.